Manufacturer narrative:
D9: device not returned h3 other text : device not returned.

Event description:
The company representative reported that the device disassembled.

Event description:
The company representative reported that the device disassembled.